Manufacturer narrative:
Additional information was received that the patient underwent a revision where the ipg was replaced. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient's ipg was in an uncomfortable location. The patient underwent a revision procedure to relocate and replace the ipg per preference, but nothing was revised. The physician was not able to remove the ipg as there was a lot of scar tissue. The physician did not suspect device malfunction.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was in an uncomfortable location. The patient underwent a revision procedure to relocate and replace the ipg per preference, but nothing was revised. The physician was not able to remove the ipg as there was a lot of scar tissue. The physician did not suspect device malfunction.